Event description:
A pt reported blood glucose results of "376 mg/dl, 112 mg/dl, and 115 mg/dl" with a lifescan meter, performed within 10 mins of each other. The check strip test passed. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.